Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device and reload available for return? What type of procedure was the device used in? What is the surgeon¿s name? For the firing that the cutter and reload malfunctioned, please answer the following questions: can you please clarify what was meant by, ¿the staples stuck at the top together, one staple went down at angle when it fired?¿ what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Were there staples missing from the staple line? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the product misfired. Both cutter and reload malfunctioned. The staples stuck at the top together, one staple went down at angle when it fired at the top of the appendix. There were no patient consequences. Unknown how case was completed.